Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 444 mg/dl with abdominal pain and shortness of breath associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus settings were incorrectly programmed into the pump. Also during troubleshooting, it was revealed that the basal history matched the active basal program settings and bolus totals were correct. The patient stated that the condition/illness was the cause of the bg excursion. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.